Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 26-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient had elective back surgery and the intrathecal end of the catheter was explanted due to this surgery. The caller stated the pump was running and the reservoir emptied out. The caller stated the physician now wanted to do a catheter revision or new catheter implant and wants to use the existing pump and they were wondering if that was okay. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the catheter was partially explanted from a different physician during a back surgery. The patient wanted to continue therapy and wanted the catheter fixed. It was reported that catheter revision occurred (B)(6) 2024 and that the event had resolved. Additional information was received from a company representative (rep) reporting that the catheter was not damaged during the unrelated back surgery. The existing catheter remains partially in use.